Manufacturer narrative:
This report is being filed on an international product, list number lfr-000 that has a similar product distributed in the us, list number lfr-024. B3: the date indicated is an approximation as the exact event dates were not provided. The remainder of the investigation is in progress. A supplemental report will be provided pending completion, or upon receipt of new information.

Event description:
The customer reported that the power cord insulation was torn, exposing the wire within and that the cord sparked from the damaged area of the digival instrument power cord on an unknown date. An abbott field support representative confirmed that there have been no health problems or any harm/injury to the customer as a result of this issue.

Event description:
The customer reported that the power cord insulation was torn, exposing the wire within and that the cord sparked from the damaged area of the digital instrument power cord on an unknown date. An abbott field support representative confirmed that there have been no health problems or any harm/injury to the customer as a result of this issue.

Manufacturer narrative:
This report is being filed on an international product, list number lfr-000 that has a similar product distributed in the us, list number lfr-024. B3: the date indicated is an approximation as the exact event dates were not provided. Corrected data: g4 - PMA/510(k) #. Investigation summary: an investigation was performed by abbott diagnostics scarborough, inc. In which the instrument power cable was confirmed to be damaged/frayed upon review of a customer provided image. The damage was determined to be cause by user mishandling and no product defect was found. Damaged cords present no danger to the user. The supply output is 12v and the design contains a failsafe which shuts down the supply in the event of electrical short circuit resulting from exposed wiring. The product will continue to be monitored and tracked.